Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual inspection of the device revealed that it the delivery was kinked and was also noted to be broken at approximately 74 cm from the proximal end. It is probable that the delivery wire became kinked and subsequently broke as a result of the handling of the device during the clinical procedure. Therefore, an assignable cause of handling damage has been assigned to the observed break.

Event description:
Analysis of the returned device revealed that the coil delivery wire was broken. There were no clinical consequences to the patient reported as a result of the event.